Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. Initially the hosp told the maquet account manager that it did not come out of the loader into the aorta but the account manager looked at the device and it is not covered in blood. The account manager confirmed with this account that the failure really was a "seal did not load properly" because the seal remained in the loader device when they went to pull out the delivery device.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was attached to the loader and the plunger had not been depressed. The non-folded seal was still in the loader device. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).